Event description:
The novasure advance hand piece would not work and kept throwing a array position malfunction code. New handpiece obtained and worked perfectly. No harm to patient. Md aware. FDA safety report ID # (B)(4).